Manufacturer narrative:
Unit had bleeding liquid crystal display glass, cracked end cap.

Event description:
The customer reported via phone call that insulin pump was crack on bottom. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage. The insulin pump will be returned for analysis.